Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used to treat esophageal varices during a banding procedure. According to the complainant, during the variceal banding procedure, the speedband device "did not operate like it was supposed to." The device was removed from the patient and another speedband device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. It could not be determined if the complainant contends that the bands failed to deploy. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device revealed that residue was present on the device and the ligator head was returned in a separate zip-lock plastic bag with two blue bands and one white band. The bands were not attached onto the ligator head. The bands were not damaged; however, the teeth on the ligator head were damaged. The suture was detached from the ligator head, and was tangled around the trip wire. The suture was able to be untangled and eight knots were noted along its length. Additionally, it was not broken or cut. The trip wire was found to be slightly bent and a small indentation was present in the groove of the handle. Functionally, the spool was able to be rotated and clicks with every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation confirmed that the suture detached from the ligator head, rendering the device non-functional. Additionally, the bands were not attached to the ligator head and the teeth of the ligator head were found to be damaged. Based on the evaluation conducted and the details of the complaint, it is probable that the difficulties encountered in deploying the bands were most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot for this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used to treat esophageal varices during a banding procedure. According to the complainant, during the variceal banding procedure, the speedband device "did not operate like it was supposed to." The device was removed from the patient and another speedband device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. It could not be determined if the complainant contends that the bands failed to deploy. Should additional relevant details become available; a supplemental report will be submitted.